Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed; however, the sharesource log files associated with homechoice device were reviewed. There were no keystrokes/bypasses that could have caused or contributed to the reported event. However, a review of the device programming revealed the programmed I-drain alarm (0ml) may have been set too low for the most recent treatment. Per the homechoice claria apd system patient at-home guide, the programmed I-drain alarm should be set to at least 70% to 95% of the programmed last fill volume. Based on the device log analysis, the direct cause of the reported event was determined to be the programmed I-drain alarm being set too low. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient experienced feeling too full, distended abdomen, and trouble breathing during dwell 1. The patient was connected to the homechoice claria device at the time of the events. Renal therapy services (rts) assisted the patient to manually drain. The last fill volume was 1000ml and initial drain amount was set to 0ml. The fill volume was 1500ml. After draining, the patient reported they felt relief and wanted to continue therapy. Rts assisted in bypassing to drain 1. The device was operational, and a swap was not necessary. There was no medical intervention associated with this event. No additional information is available.